Event description:
It was reported by service report that the siderail controls do not work and the footboard only works intermittently. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard pin connectors out of place.